Manufacturer narrative:
On (B)(6) 2013 the distributor representative inspected the instrument and confirmed a cable was derailed. The instrument was returned and evaluated. Failure analysis inspected the instrument under magnification for damaged or derailed cables. No derailed or damaged cables were found. The instrument was also placed on a da vinci is3000 system. The instrument passed both the instrument engagement and instrument recognition tests. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .062 - .140 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon felt a bad feeling of open/close movement of the prograsp forceps instrument. The surgical staff checked it, and found a wire coming off the pulley. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.